Event description:
It was reported that the insulin pump did not hold the charge with new batteries, and the issue was not resolved by a replacement of the battery cap. The blood glucose reading was 185 mg/dl. The customer stated that the new battery would first show as full on the device, but then the insulin pump would show that it needed a battery change. She noted that she had to change the batteries every day. She declined troubleshooting, stating that previous attempts to troubleshoot had not resolved the issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with high idle current due to moisture damage on the interface board. The unit had a cracked reservoir tube lip and cracked reservoir tube window.